Manufacturer narrative:
Hill-rom has requested the account to return the sling bar for investigation. Hill-rom has not yet received the sling bar. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating when they started to lift a patient from their bed, the center bolt of the sling bar (which connects the sling bar to the lift) failed. The patient fell 4 inches back onto the bed. There was no patient or user injury reported. The lift was located in the patient room at the account at the time of the incident. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom has investigated the returned slingbar. The returned slingbar contained components that are not approved by liko. The original stainless steel slingbar bolt has been replaced with a zinc plated class steel bolt. The incorrect bolt does not have the correct material, dimensions or features for the sling bar bolt application. The hex head has been used in the round aluminum frame hole and worn to such an extent that it is almost round. This is an unauthorized change of parts and is the root cause for the failure. The slingbar has been replaced. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating when they started to lift a patient from their bed, the center bolt of the sling bar (which connects the sling bar to the lift) failed. The patient fell 4 inches back onto the bed. There was no patient or user injury reported. The lift was located in the patient room at the account at the time of the incident. This report was filed in our complaint handling system as complaint (B)(4).